Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; "fluid."

Event description:
Healthcare professional initially reported left side rupture. The device has been explanted and replaced. Healthcare professional later reported "left side capsular contracture, baker grade IV was found during explant surgery and there was no rupture." It was later reported "baker IV contracture suspected rupture" and "the implant pocket was also inspected and fond to have some fluid in it, but this was consistent from my tumescence and appeared to be no other abnormality in the capsule."

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. It was found during explant surgery and there was no rupture. The implant pocket was inspected and found to have some fluid in it. A capsulectomy has been performed and the device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation was observed. None of the observations are found to be potentially related to the manufacturing process.